Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Two blood leaks occurred directly during the patient has been connected. This is the description of the second incident. (First incident MDR#: 9611369-2007-00049). Machine: mirclav. Bls: hospal. Patient lost less than 100ml of blood. No medical intervention needed.